Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. The motor error alarm could not be verified or the functional tests performed due to the keypad anomaly. The motor passed the motor test. It also had a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm; she cleared it and then received a button error alarm. The blood glucose at the time of the incident was 248 mg/dl. The customer stated that the device was not exposed to moisture and she was unsure if a button was pressed for 3 min or longer because she was wearing it with the keypad facing her body while on a ride. The customer mentioned that her blood glucose level had been high throughout the day and she had ketones. The customer treated with manual injections. The device was returned for analysis.